Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom air in line alarms which were not reproduced. During evaluation it was observed that the upstream sensor had low fluid numbers. Low ultrasonic readings have been known to contribute to false air in line alarms. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump experienced air in line alarms. Any patient involvement, injury or medical intervention is unknown.